Manufacturer narrative:
(B)(4). The analysis found that one long60 device was returned in good visual condition and with an ecr60b cartridge loaded on the device. The reload was received partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No unusual strange noises were heard during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon was firing on bowel anastomosis with a blue reload. The stapler upon firing did not form all staples and there was bleeding. A clip applier had to be used to control bleeding on cut line. They removed the device as there was a rattling in the handle. Case completed with another device of the same product code.